Event description:
(B)(4). Essure was placed in 2009/2010. I have been having lots of issues over last 3 years. Thinking it was hormonal I had labs all checked and all came back normal. I had my left ovary removed with fallopian tube and coil due to a huge dermoid cyst but I continue to have cramping, irregular cycles, headaches, joint pain and stiffness, chronic fatigue, weight gain and inability to lose it. Also memory loss and brian fog. Short term memory loss. Abdominal pain and discomfort during intercourse. Decreased libido, night sweats and hot flashes.